Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The blood glucose reading was 449 mg/dl, which was treated for at the time of the call. The customer stated that she had been changing her insertion site and insulin, and when she took the reservoir out of the device, it was damp inside the reservoir compartment. She stated that she smelled insulin from the reservoir compartment. She also noted that the transfer guard appeared to be crooked. The reservoir and transfer guard had already been discarded and could not be returned for analysis. She stated that the blood glucose reading took at least 30 seconds to transfer from her meter to the insulin pump, which was unusual. The most recent blood glucose reading was 280 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.